Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced heart attack while in recovery after the implant procedure on (B)(6) 2018. The patient complained about the chest pain and was given nitroglycerin. Patient's chest pain did not subside after taking the medication. The patient was transferred to the hospital. Reportedly, the patient had stent placed.

Event description:
Additional information received identified the patient is doing good; issue has resolved.